Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly got stuck inside a wall stent and subsequently ruptured circumferentially during the first inflation (atm unknown). It was further reported that upon retraction through the 8fr sheath, the balloon material detached and turned inside out. Reportedly, the heath care provider (hcp) attempted to remove the balloon through the 8fr sheath but was unsuccessful. The hcp decided to cut the balloon and the catheter wire and place a 14fr sheath but still was not able to remove the detached balloon segment. The hcp upsized the sheath to 18fr and was able to remove the detached balloon segment successfully. The procedure was concluded and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: a partial device segment and two images were returned for evaluation. A visual inspection found just the distal portion of the inner guidewire lumen and balloon returned. The proximal end of the balloon had broken from the proximal balloon weld and the balloon material was returned folded over the distal tip. Additionally, the proximal marker band had dislodged distally. Therefore, the investigation is confirmed for a break at the proximal balloon weld. The investigation is unconfirmed for detachment as the user likely perceived the break as a detachment. The investigation is confirmed for a dislodged marker band and for retraction issues as the balloon material was folded over the distal tip. However, the investigation is inconclusive for the reported circumferential rupture, due to the returned sample condition. Based on the condition of the returned sample, it is likely that resistance was encountered by the user leading to excessive force being applied to the device as it was being withdrawn through the sheath. This excessive force led to the balloon breaking from the shaft, and the marker band being dislodged. However, the definitive root cause for the identified retraction issues and weld break could not be identified based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly got stuck inside a wall stent and subsequently ruptured circumferentially during the first inflation (atm unknown). It was further reported that upon retraction through the 8fr sheath, the balloon material detached and turned inside out. Reportedly, the heath care provider (hcp) attempted to remove the balloon through the 8fr sheath but was unsuccessful. The hcp decided to cut the balloon and the catheter wire and place a 14fr sheath but still was not able to remove the detached balloon segment. The hcp upsized the sheath to 18fr and was able to remove the detached balloon segment successfully. The procedure was concluded and no further treatment was provided. There was no reported patient injury.